Event description:
A patient called in 01/2002 alleging that patient's one touch basic meter would not turn on. Patient reportedly was "injured because patient could not test." Patient claimed patient's left hand is always numb. A reading of 165 is documented. However, it is unclear if that came from customer's meter or hospital. Patient reportedly had to go to the hospital and was treated with "gluophite". Unable to contact the customer to obtain more information.